Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh on behalf of the manufacturer arjohuntleigh (B)(4). The facility assigned a third party to inspect the installation following the event; the installation was inspected on-site by a representative of the manufacturer's sales and service unit subsidiary division, not a direct employee of the manufacturer. Additional information will be provided following the conclusion of the manufacturer's investigation.

Event description:
While a patient was being lowered into the chair with a ceiling lift, when he was approximately 6 inches above the chair, the staff heard a 'pop' sound and looked around. They noticed nothing unusual and continued with the transfer when they heard a loud bang. Then, they saw the mobile rail hitting the ceiling, detaching from the fixed track. They lowered the patient into the chair, called for assistance, and the patient was removed from the room. No injuries were sustained.